Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an electrical reset occurred on the device. The caller indicated that they questioned the patient about radiation, emi, scans and electrocautery but the patient claimed to not be around any of those things. It was later reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that an electrical reset occurred on the device. The caller indicated that they questioned the patient about radiation, emi, scans and electrocautery but the patient claimed to not be around any of those things. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2010 critical ram parity error occurred on in address "0c 53". The power on reset (por) severity is considered low as device should be able to fully recover after reset. No potentially interfering events noted during event.